Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after undergoing surgery with an insulin interruption of approximately two hours and 15 minutes, followed by intake of a snack and later a usual breakfast, while using the ilet with a dexcom g7 and an inset infusion set. Symptoms included elevated blood glucose values up to 319 mg/dl with subsequent readings trending down during the call. Outcomes included self-management per guidance to allow the ilet to reduce glucose, no hospitalization, and a return to range later the same day. Investigation included troubleshooting and education with review of blood glucose history. Investigation of this case revealed no device malfunction or infusion set issue, and the event was consistent with hyperglycemia due to perioperative insulin interruption and carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to clinical and use conditions rather than a device problem.